Manufacturer narrative:
The product was not received for evaluation, a review of the video provided was performed. The original packaging was not visible in the video. The part number and lot number cannot be verified or determined. However, the video does clearly show a 23ga vitrectomy cutter in a surgical setting. The tip of the vitrectomy cutter was in a priming cup. The stellaris system cannot be seen in the video. The cutter can be heard ¿humming¿ verifying that it was active. The tubing had air bubbles in the line. The cutter did not appear to be aspirating correctly. It should be noted that an air leak that reduces aspiration could contribute to poor cutting performance. However, the cause for the loss of aspiration cannot be determined by viewing the video alone. The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility in china reported the vitrectomy cutter could not cut, but continued to aspiration during the operation. There was no effect on the patient.

Manufacturer narrative:
The cause of the poor cutting performance could not be determined as the complaint unit was not returned. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
One opened bl5223wv pack from lot x6750 was returned. The expiration date on the label is 2026-feb-09. Visual inspection found the assembly wadded and tangled inside the pack tray. However, the collection cassette assembly was clean and dry. Inspection of the 23ga. Vit cutter found the tip protector was in place as it should be. The needle was bent. The port window was in the open position. The cutter tubing was clean and dry and does not appear to have been used. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected, and no damage was found. A functional test was performed using a stellaris pc system. The cutter had good clean cuts throughout the various cut rates and had good aspiration. This cutter performed as intended. Due to the condition of the product received it cannot be determined if this is cutter shown in the video previously provided. This complaint will be confirmed based on the video.